Manufacturer narrative:
The large clip applier instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. For clarification, the loose grip cable is likely root cause of loss of articulation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported the 8mm large hem-o-lok clip applier fired 3 times successfully, after the fourth fire, the surgeon straightened the arm out for the first assistant to remove and would not remove from arm. Tried unsuccessfully to remove, ended up using the instrument release key and after that it removed from the arm. The procedure was completed with no reported injury.